Event description:
Per 522 study, patient had urinary retention requiring catheterization for 3 days post-op. After 3 days the event was considered resolved. Cec adjudicated the event was possibly related to device/product and/or procedure.